Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative (caller). It was reported that the patient's pump 'ran out' about a month ago, and the patient went into opiate withdrawal and was rushed to the hospital. The caller stated the pump 'never beeped'. Pump alarms were reviewed. The caller stated that the patient was never shown what the pump alarms sounded like. The caller stated they have an upcoming meeting with a manufacturer representative. The patient did not have a ptm. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a health care provider via a company representative in regards to a patient with an implantable pump containing unknown morphine (2mg/ml at 0.5004mg/day) for non-malignant paint. It was reported that the patient had gone to the hospital on (B)(6) 2025 with withdrawal symptoms due to an empty pump. The health care provider filled the patients pump on (B)(6) 2025 8:30pm central time. When the doctor aspirated the reservoir a negligible amount of fluid was extracted. The company representative wanted to know if the patient was getting drug and if they would need to do a priming bolus. Technical services reviewed with the company representative that the patient will receive medication once the reservoir is filled and a prime bolus is not needed. Agent reviewed considerations around pump running empty and confirmed that a prime bolus should not be programmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause for the empty pump was the patient missed appointment. The patient was admitted to the hospital. The pump was filled successfully. The withdrawal symptoms resolved.